Event description:
Reporter indicated a vns pt was referred to an ent because since the initial implant, the pt "always has a scratchy throat." The pt was diagnosed with left vocal cord paralysis. The pt states she does not feel normal stimulation, but she is able to feel magnet mode stimulation. The pt states she "is very happy with the vns device because she no longer has seizures." Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.